Event description:
It was reported that the patient presented in-clinic with syncope. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. Patient had also experienced multiple presyncope events. Noise was able to reproduce once during clinic visit. As a resolution, programming changes were made. The patient condition was unknown.

Event description:
Additional information received confirmed that as a resolution the right-ventricular (rv) lead was explanted and replaced. The patient condition was stable.